Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: description of event: it was reported, the baskets of two ncircle tipless stone extractors would not open or close when operating the handle. A customer provided video shows that the blue basket sheath was broken at the handle. A third, same device was used to complete the procedure. This report, patient identifier (B)(6), addresses one of the extractors. Another report, patient identifier (B)(6), addresses the other extractor. A video of the device was provided that shows the blue basket sheath is broken at the handle. As reported, the patient did not experience any adverse effects or required any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, and a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an open package with a product label. A visual exam noted the sheath has pulled from the handle and approximately 1cm of the coil is exposed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A database search revealed found one other complaint had been reported from the complaint device lot for the same failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The IFU for the device was reviewed and includes the following: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. Instructions for use upon removal from package, inspect the product to ensure no damage has occurred. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the baskets of two ncircle tipless stone extractors would not open or close when operating the handle. A customer provided video shows that the blue basket sheath was broken at the handle. A third, same device was used to complete the procedure. This report, patient identifier (B)(6), addresses one of the extractors. Another report, patient identifier (B)(6), addresses the other extractor. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.